Event description:
It was reported, that the pt suffered a massive inflammation in the area of the device which probably led to the malfunction of several channels of the active electrode. Explantation of the device is forseable.